Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after a primary hip replacement in (B)(6) 2019, patient suffered a traumatic fall with dislocation and soft tissue damage. Patient had two more dislocations afterwards. The patient underwent revision surgery on (B)(6) 2022 in which the supporting muscles were noted torn and needed to be repaired. The current status of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports, the patient suffered a traumatic fall, soft tissue damage, dislocations (totaling three) and a subsequent revision approximately three years post primary hip replacement. Per case correspondence, the surgeon reports, the patient was fully complaint with post op instructions, however additional email communication received and dated (B)(6) 2022 reports ¿the patient was apparently not compliant to post-op instructions.¿ ¿she had 3 dislocations since primary was done due to activities not approved post thr¿. ¿ per case details, during the revision surgery the supporting muscles were found to be torn and required a repair. Additionally, the components (r3 cup, liner, and femoral head) were replaced with a smith and nephew polar cup and oxinium femoral head ¿due to the femoral head not engaging in the locking mechanism.¿ it has been communicated that ¿the surgeon does not fault the implant.¿ no additional requested information including the operative report, imaging, and the patient¿s current health status was provided. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in the warnings and precautions section. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury and/or abnormal motion over time. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.